Event description:
The user reported a false positive result with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 using an unknown sample swab. The user reported that he got tested using our test kit a few days ago and the result was positive. The user reported that when he got tested at the clinic he received a negative result (methodology unknown). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The customer was unwilling to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored via the current revision of j-0254-scr to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.